Event description:
It was reported that, "the stryker implant had not been recalled and the device had been implanted properly but when the specialist ran h is own diagnostic tests, there was evident tissue damage."

Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report.